Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The pump received missing o-ring, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was cracked at the reservoir compartment retainer ring thread. It was reported that the pump would be replaced and returned for analysis. No further information provided. Unable to perform displacement test due to missing retainer. The pump received missing o-ring, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.